Event description:
It was reported that during a greenlight vaporization of the prostate procedure, the fiber began forward firing after 409 474 joules and 54 minutes of fiber use. The procedure was completed with another of same device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber passed functional testing for saline flow and connector segment verification. The hene (helium-neon) functional test found no breaks along the fiber length. Functional testing concluded that the firing output rate was below the threshold for potential patient harm, therefore, the complaint was not confirmed. However, microscope inspection identified a glass cap distal circumferential fracture. Additionally, visual analysis identified that the metal cap exhibited severe detritus, indicating that the tip was buried into tissue during use and likely causing the observed fracture. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of distal circumferential fracture is defined in the risk documentation. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a greenlight vaporization of the prostate procedure, the fiber began forward firing after 409 474 joules and 54 minutes of fiber use. The procedure was completed with another of same device without patient complications.